Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a cracked blade. As a result, the instrument failed the energy recognition test. There was no material found missing at the crack. There were mechanical indentations found on the blade that could have resulted in missing material. Additional observation(s) related to customer reported complaint: the instrument was found to have blade damage near the base of the blade. The curved blade was found indented. As a result, the instrument failed the energy recognition test. There were no signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage show damage which may indicate potential mishandling/misuse. The blade was also cracked. The instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message " tighten assembly" on 3 out of 3 attempts. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Intuitive surgical, inc. (Isi) received the following additional information: the tissue was sticking to the instrument. There was no damage to the tissue. There was no patient injury. There are no photos or videos for isi evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the error kept occurring whenever tissue got stuck to the 8mm harmonic ace instrument jaws. Backup instrument of different kind was used. The procedure was completed with no reported injury.